Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, inside of light guide lens is dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, inside of light guide lens is dirty. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope. Olympus will continue to monitor field performance for this device.